Manufacturer narrative:
Submit date: 2018-01-25. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the enteral feeding pump's screen is not working properly and sometimes the screen appears black or white or has dots. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿pump's screen is not working properly.¿ the unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.